Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with no other devices. There was blood on the handle and the tip. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The stent was in the lumen, in the as-manufactured position. There were numerous shaft kinks throughout the sds. To enable inspection of the stent the stent was deployed by advancing the thumb wheel. Inspection of the stent did not reveal any damage. There was no evidence of any material or manufacturing deficiencies contributing the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 30mm in length, stenosed target lesion was located in the mildly calcified, non tortuous and 6mm in diameter common iliac artery. After the 0.035 unspecified guide wire crossed the lesion, predilation was performed with an unspecified balloon catheter. A 7x40x120 epic stent was advanced but was unable to cross the target lesion. The device was removed and it was found out that the device has kink at the stent portion. The procedure was completed using a 7x41 non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 30mm in length, stenosed target lesion was located in the mildly calcified, non tortuous and 6mm in diameter common iliac artery. After the 0.035 unspecified guide wire crossed the lesion, predilation was performed with an unspecified balloon catheter. A 7x40x120 epic¿ stent was advanced but was unable to cross the target lesion. The device was removed and it was found out that the device has kink at the stent portion. The procedure was completed using a 7x41 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).